Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and decreased sensing. The lead had dislodged due to twiddler's syndrome. On (B)(6) 2017 the lead was capped and replaced the patient was in stable condition post surgery.